Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. Prior to the ercp a snare was passed down the channel and the blunt tip dislodged the internal sponge of the biopsy cap. The procedure was completed with a new scope and another rx locking/biopsy cap. There were no reported patient complications as a result of this event.